Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error while the customer was trying to change the reservoir. The customer's blood glucose was 77 mg/dl. The customer does use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.